Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a green oozing from their lvad wire. There was also noted a small cut to the outer lining of the white power cable. There were no active alarms. The controller was exchanged. It was noted that it was difficult to push the red button and remove the patient's driveline from the controller. The driveline was easily connected to the new controller. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a green substance coming from a cut in the white power cable was confirmed via evaluation of the returned system controller (serial number: (B)(6) ). The reported event of difficulty disconnecting the driveline was also confirmed via evaluation of the returned controller. Visual inspection of the returned controller revealed that the outer jacket of the white power cable was torn near the strain relief on the housing side. A green fluid substance consistent with fluid ingress was observed to be coming from inside the power cable at the location of the tear. The observed damage and fluid ingress did not affect the controller¿s ability to operate the pump at the set speed. The system controller successfully operated in a mock circulatory for an extended period of time without any issues or atypical alarms produced. The power cables were manipulated by hand during testing without any issues. A test driveline was connected to the controller and locked in without issue; however, an increased difficulty was noted when disconnecting the driveline due to an increased downward force being required when pushing in the red driveline release button. The controller was disassembled for visual inspection of the internal components and a green fluid substance was observed inside the controller housing, including on both power cables and on the driveline connector assembly. Further evaluation revealed that the fluid ingress resulted in increased resistance when pressing down on the red driveline release button, making it difficult to unlock and disconnect the driveline. The log file downloaded from the returned controller contained approximately 27 days of data (19aug2020 ¿ 15sep2020 per the timestamp). The data in the log file did not indicate any issues with the system controller. The driveline was disconnected on 15sep2020 at approximately 10:49:12 to exchange the system controller. The pump maintained a speed above the low speed limit without issue while the driveline was connected. The reported event of difficulty disconnecting the driveline was determined to be caused by fluid ingress inside the driveline connector assembly. The root cause of the fluid ingress and damage to the power cable could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the system controller, serial number pcx-10234, was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate ii instructions for use (IFU) section 8 ¿ ¿equipment storage and care¿ and heartmate ii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller and the power cables. Heartmate ii patient handbook section 6 ¿ "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cables. This section also explains the importance of protecting the system controller power cables from kinks, sharp bends, and repeated bending. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate ii patient handbook section 4 ¿ ¿living with the heartmate ii¿ explains that the system controller must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower with the shower bag. This section also states ¿although the external components of the heartmate ii left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop¿. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: (B)(4). Further analysis of log files downloaded from the returned system controller revealed a low voltage hazard and no external power alarm on 29aug2020 from 03:36:55 to 03:36:56 due to a loss of power while connected to the mobile power unit (mpu). The system controller backup battery supported the system during the loss of external power.